Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. B5 updated to include additional information received from the clinical site h6 updated to reflect additional information received from the clinical site g2 report source; study was missing from manufacturer device report 1220648-2025-27716.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured loss of pulses in right lower extremity with a "definite" relationship to the impella device used: ¿on (B)(6) 2025, the patient underwent impella device removal in the catheterization lab due to loss of pulses in the right lower extremity. The procedure was initially well tolerated, with the patient remaining hemodynamically stable. Peripheral angiography confirmed successful hemostasis at the impella access site.¿

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock with critical left main, left anterior descending and left circumflex arteries disease was implanted with an impella cp device for mechanical circulatory support (mcs). Approximately two days after start of the support, the patient developed a hematoma at the access site. Heparin was withheld and mcs continued. It was reported the patient remained critical but stable condition following the event. The patient was noted as a possible transfer for higher level of care but did undergo percutaneous coronary intervention at current facility. Latest update noted the patient was successfully weaned and the device was explanted after approximately six days of total support with a survived outcome.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the root cause of access site bleeding is determined to be anticoagulation management because the hematoma was stabilized after reducing the heparin. Limb ischemia - reversible: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details.